Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully pre-placed. The plunger of a second proglide device was pushed down/removed and the suture was attached. The device was removed until the guide wire exit port was outside the anatomy, and the guide wire was re-inserted. Reportedly, the two suture limbs were pulled out of the front of the device; however, the knot was noted to be detached from the railed suture. After it was confirmed that two suture limbs captured the vessel firmly, the physician made a knot on his own. The sheath was upsized to a 20f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and second proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.